Manufacturer narrative:
It was reported that the exams did not merge correctly with the automatic merge function. The device history record review did not identify contributing factors. The complaint history review shown that three complaints were received previously for this device for merge issues, with the same root cause and for the same operating surgeon. The technical investigation showed that the user did not manually adjust the fusion, as recommended in the user manual, therefore, the event describe in the complaint description is not considered as an issue but it can be considered as a use error. No evidence of training is available for the surgeon who was operating the device, but this surgery was assisted by a company field service engineer.

Event description:
It was reported that during a surgery the CT image from o-arm did not merge correctly with the CT scan loaded on the patient folder with the automatic merge function. Scan was re-merged to the MRI scan and merged well.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a surgery the CT image from o-arm did not merge correctly with the CT scan loaded on the patient folder with the automatic merge function. Scan was re-merged to the MRI scan and merged well.